Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2019, a patient was burned on a table. Additional information was received by the sales representative on (B)(6) 2019 and (B)(6) 2019 stated ¿apparently it was a lighted suction catheter that the surgeon was using", but attached to the 00mlx mlx 300w xenon lightsource. A kls suction (18-253-58-90) and kls fiber optic cable (01-003-72-04), kls martin group company, (non-integra products) was connected to the lightsource at the time of the incident. The hospital analyzed the 00mlx lightsource and compared the temperatures to 2 other 00mlx lightsource and all functioning correctly. Patient was prepped for surgery and a surgical delay was reported (unspecified time). No other clinical information reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. There were no deviations or non-conformances during the inspection process. Non-integra product was being used and was determined to be the overheating instrument and the mlx light source was determined to be functioning properly. There will be no return of the integra device for evaluation. The reported complaint is unconfirmed. Device identifier: (B)(4).